Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, bending section cover crack and small cuts were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii colonovideoscope dial at the top fails to twist. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor complaints for this device.